Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 4 fr single lumen groshong catheter was returned for evaluation. An initial visual observation showed a suture wing and flushing hub assembled onto the catheter. Some use residue was observed on and within the catheter. The sample was flushed with a 12 ml syringe of water and the sample was found to be patent to infusion, and after massaging the valve, patent to aspiration. The sample was then clamped with atraumatic clamps and pressurized with the 12 ml syringe of water; however no leaks were observed. A microscopic observation revealed no damage on the catheter near the 44 cm depth marker, which was mentioned in the event description, or on the rest of the catheter. A lot history review (lhr) of reay1836 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter placement was conducted by healthcare professional as well. There was no problem on the technique for preflushing. It was found that liquid leakage occurred 44cm on the catheter when flushing the catheter with saline for confirming whether the tip had entered into the superior vena cava after the catheter placement. The catheter was then pulled out, without causing additional damage to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay1836 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported by nurse that the catheter placement was conducted by healthcare professional as well. There was no problem on the technique for preflushing. It was found that liquid leakage occurred 44cm on the catheter when flushing the catheter with saline for confirming whether the tip had entered into the superior vena cava after the catheter placement. The catheter was then pulled out, without causing additional damage to the patient.